Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient catheter was not draining so he got overfilled and was hospitalized. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Follow up information ((B)(6) 2012): further information was provided by a nurse, who medically confirmed this case. The nurse clarified that the patient did not experience the catheter not draining resulting in the patient being overfilled as previously reported. The nurse stated that the patient was hospitalized on (B)(6) 2012, to have a hemodialysis catheter put in. On an unknown date, during the hospitalization, the patient experienced peritonitis. The cause of peritonitis and the treatment rendered were unknown. On an unknown date during the hospitalization, dianeal therapy was discontinued and the patient started hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers: h12b07023 and h12a06092. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition was not confirmed. No malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.